Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. The rv lead will continue to be monitored to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated that there were episodes of non-sustained right ventricular oversensing noted on the lead. The device was reprogrammed and the patient will continue to be monitored.